Event description:
It was reported via user facility report "patient had surgery in 2005 t9-sacral fusion. Pt recently felt a pop in their back and their x-rays demonstrate a fracture of the rod on the right side just below the l4 screw. Pt presents to the hosp 2 months for surgery for the fractured rod.